Manufacturer narrative:
The case reports moisture around the battery. The customer reported noticing moisture around the battery upon opening the pdm. The customer successfully used the device to program a bolus, and everything is working. The device will not be returned for investigation, and no images were provided. The reasons for the allegation reported cannot be confirmed. No medical intervention was required. If new information becomes available this case will be reassessed.

Event description:
The customer reports they opened the back of their dash personal diabetes manager (pdm) and noticed it was a bit wet/damp around the battery. There was no liquid inside, just some moisture and the pdm would not turn on. The pdm has not been in contact with water. During a follow-up call with insulet the pdm was reported to have turned back to normal and the customer has resumed treatment.